Event description:
It was reported that the patient experienced less than 50% therapy relief at the lead location. Impedance testing was done which showed high impedances of greater than 10000. The cause of the event was not determined (it was the manufacturer¿s representative first time meeting with this patient) and if the issue was resolved was unknown. The manufacturer¿s representative (rep) was able to reprogram the patient so she was getting more than 50% pain relief. At the time of the report the patient was alive with no injury and was happy with therapy so no further action would be taken.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), implanted: (B)(6) 2012, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3888-56, lot# v250969, implanted: (B)(6) 2009, product type: lead. Product ID: 3888-45, lot# v252797, implanted: (B)(6) 2009, product type: lead. (B)(4).